Manufacturer narrative:
On 14-dec-2021, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The hemostatic valve was dislodged. The diaphragm was loose inside the dilator in the vizigo sheath. The sheath was replaced and the issue resolved. The carto 3 system is operating per specs and is not responsible for the product issue. Device evaluation details: visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. On other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record evaluation was performed for the finished device 00001708 number, and no internal action related to the complaint was found during the review. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 15-nov-2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 27-oct-2021, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001708 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The hemostatic valve was dislodged. The diaphragm was loose inside the dilator in the vizigo sheath. The sheath was replaced and the issue resolved. The carto 3 system is operating per specs and is not responsible for the product issue. The diaphragm was seen moving around inside the dilator. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. Sheath was inserted but defect was quickly discovered after that. No air entered the patient¿s body. This issue did not require percutaneous or surgical removal. No blood return was observed. No patient consequences were reported. The hemostatic valve separation is MDR-reportable.